Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl and high blood glucose levels of 450 mg/dl. The customer was treated high with injection of 5u. Customer¿s blood glucose level was 450 mg/. Customer¿s current blood glucose level was 354 mg/. Customer declined to troubleshoot for high readings. Customer states he thinks the insulin type isn't not working for him. The product was not returned for analysis.